Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the pump alarm started to go off in march due to the pump being empty, therefore the patient began withdrawals at the end of march and it was may 3rd before the new doctor shut off their alarm. The patient stated that they have had no medication in the pump since it went empty and wanted to know how long before the pump was damaged. The patient further stated that no doctors would listen to her, ¿they just want to fill it¿. Additional information was received on (B)(6) 2014 from the patient who stated despite the healthcare provider turning alarm off in may, the pump started alarming single tone alarm again yesterday and wanted to know why.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. It was reported no one would see the patient, even to remove the pump, and the doctors had referred her out of network and out of state in order to get help to have the pump removed. It was further reported the patient had to have emergency surgery (B)(6) 2021, because the pump detached due to the patient having ehlers-danlos syndrome (eds) syndrome. Then again, the pump detached (B)(6) 2020 (asked date unknown) and twisted. It was noted now it was pushing through the skin and was very tender and made her stomach swell. It was noted at the "end of march beginning of (B)(6) 2021 (asked date unknown)¿ they started to reduce the medication 25% and the patient had been going through bad withdrawals, which made her vomit and caused more tenderness where the pump was implanted. It was noted the patient was prone to infection and in (B)(6) 2021 (asked date unknown) the patient got an infection that turned into cellulitis and when she went to the emergency room (ER) they told her she had a cyst and that they could not operate. The patient mentioned she has had over 18 surgeries (not related to the pump) so was not sure why they could not operate. The issue was not resolved through troubleshooting. The patient's relevant medical history included the patient was allergic to anesthesia so it made it difficult to find a doctor who would help her. It was noted the patient had no complaint or allegation of the pump or therapy.